Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: complained issue could not be replicated and/or confirmed based on the available information. No pictures and/or x-ray¿s were provided and no material was returned for investigation. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device history lot: part: 08.501.001.05s , lot: 6l19785 , manufacturing site: bettlach, release to warehouse date: december 4, 2019 , expiry date: december 31, 2024. A manufacturing record evaluation was performed for the finished device part: 08.501.001.05s, lot: 6l19785 , and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure that three (3) out of a five (5) pack of zipfix would not tighten and one (1) zipfix broke. There was a twenty (20) minute surgical delay. A new package of zipfix was used to complete the surgery. Patient outcome was unknown. Concomitant devices reported: sternal zipfix with needle sterile (part number 08.501.001.01s, lot (B)(4), quantity 1). This report involves one (1) sternal zipfix with needle sterile / 5 pack. This is report 3 of 3 for (B)(4).